Manufacturer narrative:
This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the a piece of the pcs instrument broke off and fell inside the patient. While the broken instrument piece was successfully retrieved and there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could likely cause or contribute to an adverse event. It is unknown what caused the instrument breakage issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the permanent cautery spatula (pcs) instrument broke, causing a fragment from the instrument to fall inside the patient. The broken instrument piece were retrieved during the same surgical procedure. There was no report of any patient harm, adverse outcome or injury and the planned surgical procedure was completed. On 09/05/2018 intuitive surgical, inc. (Isi) obtained additional information regarding the reported event from the site's robotics coordinator. According to the robotics coordinator, during cautery activation, the surgeon observed that the cautery output from the pcs instrument looked different. The surgical staff removed the instrument from the patient and upon examination of the instrument, it was discovered that a piece from the tip of the pcs instrument had broken off. The surgeon located the broken instrument piece inside of the patient and the surgeon laparoscopically removed the broken instrument piece. According to the robotics coordinator, she does not know the specific surgical task or target tissue that was being dissected at the time that the instrument broke and it is unknown how long the instrument had been in use prior to the instrument breakage. The instrument was inspected prior to use; however, it is unknown if the cannula was inspected. The instrument did not make contact with any other instrument or other device intra-operatively. There is no video recording of the planned surgical procedure. There was no intra-operative harm experienced by the patient due to the broken instrument issue and the patient did not experience any post surgical complications. A replacement instrument of the same type was installed to resolve the broken instrument issue.